Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer's current blood glucose was 128 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, positive result in ketone test. The customer was treated with manual shots. Troubleshooting was declined for high blood glucose. Auto mode feature was not active at the time of event. Customer stated couple of occasion reservoir fell out of the insulin pump. The insulin pump will not be returned for analysis.